Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented at the emergency room due to chest pain. Device interrogation revealed a high capture threshold. Further investigation revealed cardiac tamponade. The lead was repositioned. Patient was doing well after the event.